Event description:
Complainant alleged that while attempting to defibrillate a pt (age & gender unk) the device failed to deliver the full amount of charged energy in four discharges of energy. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction. The facility's biomed dept. Duplicated the malfunction, during testing of the device a "defib fault 80" message was observed.